Event description:
Procedure: laparoscopy (type unspecified). Reportedly, the tip of the cannula (5mm) broke off. The surgeon could not locate the piece in the surgical cavity. No patient injury was reported.